Event description:
It was reported that a patient experienced hypoglycemia while using the ilet system and performed two ¿usual¿ meal announcements at glucose values of 67 mg/dl and 64 mg/dl, which resulted in insulin delivery at those low glucose readings. Symptoms included low blood glucose requiring treatment with oral carbohydrate. Outcomes included recovery with oral glucose and user education on appropriate hypoglycemia treatment prior to any meal announcement. Investigation included review of device data and usage history, which indicated insulin boluses at low glucose and a subsequent period with no cgm connection or insulin delivery consistent with user disconnection. Investigation of this case revealed user-related insulin dosing at low glucose and probable device disconnection, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user management and interaction with the device.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.